Event description:
It was reported by svc report that the caster horn assembly bearings were malfunctioning and the gas cylinder was drifting. The fowler was unable to hold position with weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler; caster horn assembly.